Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient had a small, non-healing area along the lateral implant incision line. A revision procedure was performed and the pocket appeared stable with no signs of infection. The pocket was irrigated with antibiotic solution prior to closure. The patient was returned to her room in a normal hemodynamic state and was discharged from the hospital one week later. No additional adverse patient effects were reported.